Event description:
The customer reported the central monitoring system is self discharging patients for multiple patients on all beds in emergency and med departments. This started happening the thursday week before this complaint. There was no report of any power interruptions. There was no reported pt harm. MFR ref #: 8030229-2015-00042.